Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 20-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (15 mg/ml at 2.899 mg/day) via an implanted pump. On 16-mar-2020 it was reported that the pump and catheter implanted on (B)(6) 2020 needed to be explanted because the patient developed meningitis. The date of the explant was unknown. It was also unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was noted that the issue was resolved at the time of this report. The patient¿s current status was unknown, and it was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.